Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specification. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found. Reservoir connected and locked in place properly.

Event description:
Customer's mother, lisa called to report a concern with the insulin pump. Customer's blood glucose reading are varied from 180 to 400 mg/dl. Caller looked inside of the insulin pump and there was condensation on the back seal and inside the reservoir compartment. Caller smelled insulin. Current blood glucose reading is over 300 mg/dl. Reservoir leak noticed when changing the reservoir. The leak is past both o-rings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.